Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that during in-service training there was an unexpected controller shutdown. There was no patient involvement.

Manufacturer narrative:
The investigation of automated impella controller (aic) - a/c power issues has been completed. Console logs from the reported day of event are consistent with complaint and show that after demo pump was disconnected from the console and console shutdown was initiated, the shutdown procedure was incomplete, and based on some missing log entries, certain steps were not executed. Last log entry is at 11:25:39. Upon the next boot up, which started at 11:55:48, console presented with unexpected controller shutdown alarm (#603). Console was idle for about 30 minutes, and when shutdown was initiated, the shutdown script was fully executed and console was able to correctly shut down. Further analysis of console logs indicates that shutdown script imcshdn_bg appeared to have stopped executing somewhere between steps 4 and 20. Because of that, the impellaconnect_bridge process kept running, which is evidenced by corresponding rlm journals: rlm keeps waiting for usb data from the console, and eventually restarting due to perceived loss of communication. As the result of incompletely executed imcshdn_bg script, its step #23 (¿touch /userflash/shutdown¿) had not been executed, which had consequence during the next boot-up, where imcstart script did not detect the shutdown file, which then triggered ¿unexpected controller shutdown¿ alarm (#603). Console was tested, but issue was not reproduced. Power-cycling the device 100 times and did not reveal any anomalies, and each time the imcshdn_bg script was executed correctly. There were no issues with power delivery to the console. The device functioned/operated to specification. The unexpected controller shutdown alarm (#603) was caused by prior inability to shut down due to incompletely executed shutdown process/script within aic software, after console shutdown was initiated by operator. Issue could not be reproduced during testing, and root cause was unable to be determined.